Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right atrial lead threshold was high. The lead was removed and replaced. No patient complications have been reported as a result of this event.